Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented for generator change out due to normal eri. Externalized conductors were noted on the rv lead and insulation on the ra lead. The leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
A partial lead was returned in three segments for analysis. The portions of the lead that were returned were otherwise normal. Without return of the entire lead, a complete analysis could not be performed.